Event description:
It was reported that the electrodes do not aspire well.

Manufacturer narrative:
Upon receipt of the device the heat shrink was found damaged. Additional information will be provided once the investigation has been completed.